Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was caused by a failed inspiratory pressure transducer on the transducer communication alarm (tca).

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator with a patient, it is alarmed "extended high peak" and "circuit occlusion". The customer stated that when the alarm conditions occurred, ventilation to patient stopped. The ventilator was swapped to another unit with no patient harm.